Event description:
Pca pump used by pt. New vial inserted at 0250. Pt reported "pump not working as before". Nurse checked history and reviewed functions. Pump read 30.0 mg vtbi with 0.0 mg infused. Vial contained approx 18ml (mg) by visualization. Nurse left the room to get another pump. When she changed pump vtbi read 26 mg and volume infused 4mg. At that time 14(mg) contained in vial. Pump removed from service.